Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
It was reported to philips a touched position was observed to be out of alignment found during periodic maintenance (pm) 1. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. A touched position was observed to be out of alignment. Although touch screen calibration was performed, the phenomenon was not resolved. When a value was set to 100 % on an oxygen-concentration test, its accepted range was from 95 to 105 % inclusive but a measured value was 94.1 %. The filter retainer was observed to have broken. The connector of the switch cable was observed to have broken. The following parts were replaced to prevent failure in accordance with the maintenance procedure: oxygen inlet filter, inlet air filter, cooling fan filter. The touch screen was replaced and the touched position out of alignment issue was resolved. The flow sensor assembly was replaced, and the oxygen concentration test issue was resolved. The fan filter housing was replaced to resolve the filter retainer issue. The switch cable was replaced to resolve the broken switch cable issue. No other anomaly was observed. Overall checking, cleaning, run testing, and a function test were performed.

Manufacturer narrative:
Upon further investigation, this complaint was inadvertently reported. There was no patient involvement. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury